Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Service history review: lot 9046502 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is september 5, 2014. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tfn-advanced proximal femoral nailing system (tfna) procedure for a hip fracture on (B)(6) 2015. The surgeon was placing a distal interlock on a nail when the inter-lock screwdriver broke (the piece holding the screwdriver together broke). The screw disengaged; the track would not slide all the way down and the tip appeared to be bent or broken. The procedure was delayed by two (2) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: further information received: the device was evaluated by an engineer in the complaint handling unit on august 11, 2015 and it was noted that the returned device shows light use during its nearly 1 year lifespan. The blue handle and shaft of the screwdriver are undamaged and have minimal scratches and marks from routine use. The distal tip of the screwdriver is heavily deformed, twisted, and partially stripped. The failure code, according to the engineer, is malformed: bent/ distorted/warped, which is not likely to result in patient harm or the need for additional medical or surgical intervention. As a result, the medwatches for MFR # 3003875359-2015-10277 are being rescinded.

Manufacturer narrative:
A service and repair history was performed ¿ the customer reported the screw became disengaged and was bent, the track would not slide all the way down, and the tip was bent. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 3-aug-2015. The evaluation was confirmed. A product investigation was performed ¿ the returned device shows light use during its nearly 1 year lifespan. The blue handle and shaft of the screwdriver are undamaged and have minimal scratches and marks from routine use. The distal tip of the screwdriver is heavily deformed, twisted, and partially stripped. The deformation is consistent with applying excess force while attempting to insert a screw. Per the technique guide, a solid screwdriver must be used for final tightening. A visual inspection, functional test and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Drawing(s) for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device is multi use and is used for inserting the locking screws during various nail implantations. Per the technique guides, a standard screwdriver must be used for removal of implants. The method of use appears to be the root cause of this complaint condition. The returned condition of the device is consistent with the expected damage of device failure due to a high torque load. The main driver tip is twisted axially in the direction of screw insertion and the movable insert was not received. It is likely that both tips were not fully seated in the screw as intended for insertion. Per the technique guide, the moveable insert tip is to be fully wedged into the screw head recess prior to insertion and the user is to always use the standard screwdriver for final tightening of the screw. Thus, the method of use likely resulted in the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.